Event description:
Additional information received reported that the patient had no symptoms as a result of the event. The location of the catheter issue was unknown.

Event description:
Two years prior to this report, the patient had multiple spinal surgeries that were unrelated to their implanted devices. During one of the surgeries, the catheter was inadvertently cut and was not revised. The pump was filled with saline and had been delivering saline for the past two years. On the date of this report, they were going to electively program the pump to off state. They thought they had done this last week, but the pump started alarming two days after that. Via discussion it was determined that they had only programmed the pump to stopped pump mode. The reporter was given the pump off passcode and the pump was successfully programmed to pump off state. Prior to delivering saline, the pump had delivered clonidine, bupivacaine, and dilaudid. The patient symptoms were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).